Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a competitor lead had dislodged. During the procedure to replace the lead, the lead was unscrewed from the device to implant a new lead. However, there was an issue with the setscrew and the new lead could not be properly attached to the device. The device was then explanted and replaced. No patient complications have been reported as a result of this event.